Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose was approximately 300 (mg/dl). Reportedly, the customer changed the cartridge and infusion set to address the issue.

Manufacturer narrative:
The occlusion was verified in the pump logs; however, no failure was identified. In addition, a different issue was identified - a used cartridge was returned with the luer lock side of the patient line cut off and the luer lock end was not returned.